Manufacturer narrative:
The reported event that 8 weeks after the implantation of a «straight plate variax fibula, 7 hole / l96mm», the plate was identified broken, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the plate is broken in 2 pieces. The breakage point is located along the 3rd shaft hole. The surface of the plate is scratched, most likely caused during contouring, implantation and/or explantation, while the holes of the plate have deformed threads. All the broken surfaces present a polished part, most likely due to the continuous friction of the 2 pieces together, and a rough part (on the lower edges). The two parts can be put back together in good alignment, which indicates a fatigue fracture. Such fractures can occur under repeated or fluctuating stresses. Fatigue fractures begin as a microscopic crack/cracks that grow as force is applied repeatedly to a part. It was reported that the plate was found broken 8 weeks after the implantation, however it is unknown when it broke exactly. The ulna fractured due to a car accident on (B)(6), and the surgery was performed on (B)(6). 3,5 weeks later everything was smooth, with no pain. 5,5 weeks post operatively the patient complained about pain, and limited mobility. Insurance inspector and physiotherapist assured that this pain is normal during the healing process. 6 weeks post operatively the patient started working again as a home nurse, but with limited weight bearing. 8 weeks post operatively ((B)(6) 2017), during a control, it was identified that the material was broken and the fracture was not healing. A review of the provided x-rays by the clinical expert revealed that: ¿a series of x-rays showing the right forearm of a (B)(6) old female starting with an isolated almost transverse fracture with mainly two parts (there might be very little communition of neglectible fragment parts) on (B)(6) 2017, were provided. The images from (B)(6) 2017 show two x-rays of the same forearm after surgery. We see the plate in an almost ap view and a slight oblique view. There is no lateral view of the plate and fracture. A straight plate variax fibula, 7 hole/l96mm has been used. No evaluation can be made due to the poor depicted planes, but it seems that the positioning of the plate and the reduction of the fracture is almost satisfying. The pictures from (B)(6), show the forearm in almost two planes. The plate is broken at the third proximal hole. The hole is provided with a screw. The plate was positioned too far distally in the first place, because the third proximal screw seems to be placed at the height of the fracture site. The next images show the forearm after revision surgery provided with an eight hole lc/dc plate. The fracture shows a good reposition, and positioning of the plate. There is no sign of additional therapy like bone marrow transplantation.¿ as per medical records, the patient did not fall and there was no other incident that could have caused the plate to break. Also, no osteoporosis or menopause was reported, the patient had a healthy diet, and did not smoke/drink. No obvious reason was present for decreased bone formation. Complaints of pain increased significantly 5,5 weeks postop, before returning to work. The instructions of the surgeon, indicated cast for 3 weeks and after that free mobilization, high position, movement of free fingers (complete flexion and extension of all joints). Regarding the activity level and behavior of the patient, she followed: first 3 weeks minimal due to cast, after that no cast and mobilization without weight bearing, within pain boundaries (light domestic tasks), and at 6 weeks post operatively resumption of work, car driving, care taking and dressing of patients. As per IFU ((B)(4)), ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason, post-operative instructions and warnings to patients are extremely important. External immobilization may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant intended for temporary bone fixation. Regular postoperative examinations (e.g. X-ray checks) are advisable. [¿] the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. Explain the need to report unusual changes in the implantation area as well as falls or accidents even if the device or the site of operation did not appear to be harmed at the time. Explain also the need to appear for the postoperative examinations (e.g. X-ray checks) and for the possible explantation of the implant. [¿] in many instances, adverse results may be clinically related rather than device related: ¿ delayed union or non-union of the fracture site. ¿ these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ concluding, the procedure was performed appropriately and the patient was compliant with the instructions of the surgeon. However, as per clinical evaluation: ¿the patient suffered from pain almost six weeks after the surgery. It is very likely that the plate broke at that time due to a fatigue fracture, but the breakage was identified on the x-ray two weeks later. [¿] by examining the broken plate, we see typical signs of fatigue fracture. There is one surgical peculiarity which might be associated with this incident. The proximal screw was almost positioned at the sight of the fracture eventually resulting in additional shear forces. [¿] the diaphyseal bone of the ulna (and the radius) generally needs a long healing time. Material failure at this site of the body is quite common. A view of the x-ray, of the re-fracture and the broken plate ((B)(6)), shows almost no sign of additional bone healing in the meaning of callus. This indicates either a perfect primary healing of the fracture site (which was not), or very few bone reaction - which means fracture healing was not terminated. [¿] subsequently three things need to be performed: - the optimal positioning of the plate has to be done. - the complaints of the patient have to lead to further investigation, in this case an x-ray. - the fractures of the ulna shaft have to be treated very cautious. The healing of these fractures might take more than six weeks and it might be necessary to provide the patient with a splint for 4-6 weeks including the upper arm for the first 2-3 weeks to prevent rotational movement of the forearm resulting in shear forces at the fracture site.'' Since these kind of fractures need to be treated carefully and the healing with cast is recommended to take longer than 3 weeks, a too early mobilization, could definitely lead to an unhealed fracture, which could have resulted in the breakage of the implant. As per IFU ((B)(4)), ¿in many instances, adverse results may be clinically related rather than device related: these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ based on investigation, the root cause was attributed to a user related issue, due to too early mobilization. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A patient reported that after an ulna fracture, a titanium plate (straight plate variax nr 7) was implanted. 8 weeks after the surgery, the surgeon was consulted and it became apparent that the plate had broken in 2 pieces. The patient reported that she did not fall or that there was no other incident that could have caused the plate to break.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A patient reported that after an ulna fracture, a titanium plate (straight plate variax nr 7) was implanted. Eight (8) weeks after the surgery, the surgeon was consulted and it became apparent that the plate had broken in 2 pieces. The patient reported that she did not fall or that there was no other incident that could have caused the plate to break.